Manufacturer narrative:
Device not returned to manufacturer.

Event description:
This is a follow up report regarding MDR file # 3007666314-2017-00003 filed on march 31, 2017. Patient had called the therapy support line. His system was activated recently . He complained that the right side of his mouth drooped when he smiled. Inspire contacted the physician who said he addressed it with him already at the patient's visit, however the patient wanted additional feedback/reassurance. Physician's office said they would follow up with the patient again regarding his concern. Updated follow up information: physician's office tried to reach the patient and left messages. Patient did not respond to the messages. Physician believes that the concern resolved on its own but will contact us if they obtain information to indicate that this was not the case.

Event description:
Patient called the therapy support line. His system was activated recently . He complained that the right side of his mouth droops when he smiles. The dr. Said he addressed it with him already at the patient's visit, however the patient wanted additional feedback/reassurance. Inspire contacted the physician's office and they said they would follow up with the patient again regarding his concern.